Manufacturer narrative:
A ge rep evaluated the system and found faulty technique processor board and floppy drive. Parts are no longer available for this system. Customer will contract with 3rd party for repair.

Event description:
Customer reported a crc disk failure. No patient injury was reported.